Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone13.4, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached around 425 mg/dl while wearing the pod on the abdomen for fifteen minutes. The patient stated that the pod fell off the infusion site. Symptoms reported include nausea and dizziness. The patient was diagnosed with dehydration urinary tract infection. The patient was treated with intravenous (IV) fluids, antibiotics, and a medicine the patient cannot remember for the nausea. The patient was sent home on the same day.